Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Father also stated patient ate fruit, which cause bg levels to remain high. Due to elevated bg levels and the fact that the pod was leaking during wear, patient's father realized the cannula had not properly inserted in the infusion site. Pod was removed and additional method of treatment was not provided.